Event description:
Patient underwent a left total hip replacement arthroplasty. In order to perform the surgery, the patient was placed upon a hana table. During the performance of surgery, one of the spars of the hana table used for the patient's anterior hips did not slide when it was being lowered resulting in the patient's leg being stretched/pulled causing the patient to develop left hip pain and left femoral nerve palsy, peripheral neuropathy/neuropraxia.

Manufacturer narrative:
Based on the limited information available, we are unable to determine the cause of the incident.

Event description:
It was reported that; patient underwent a left total hip replacement arthroplasty. In order to perform the surgery, the patient was placed upon a hana table. During the performance of surgery, one of the spars of the hana table used for the patient's anterior hips did not slide when it was being lowered resulting in the patient's leg being stretched/pulled causing the patient to develop left hip pain and left femoral nerve palsy, peripheral neuropathy/neuropraxia.